Event description:
A hospital pharmacist reported a case of toxic anterior segment syndrome following a cataract with intraocular lens (iol) implant procedure. The pt was treated with medications. The hospital reported that they used additives in their balanced salt solution (bss).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).